Event description:
Medtronic received information that 39 months post-implant of this transcatheter pulmonary bioprosthetic valve (tpbv) housed in a pulmonary conduit (implanted 150 months), mild stenosis and regurgitation of the tpbv was noted. Both valves were explanted due to patient outgrowth of the pulmonary conduit. At the time of explant, the tpbv had been implanted for 42 months. A larger conduit was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Corrections made to patient age at event, and date of event. Product analysis: upon receipt at medtronic's quality laboratory, a 3.2 cm section of the pulmonary conduit was received with the melody valve intact. One of the outflow crowns appears to have been cut during explant. The support band on the conduit was intact. All leaflets were slightly stiff but flexible, except where mineralization was present. Tissue deterioration due to mineralization was observed on all leaflets. One commissure was intact. Tissue deterioration due to mineralization was observed on the other two commissures. Remnants of pannus remained attached to the inflow and outflow orifices. Radiography showed mineralization in the leaflets and valved conduit wall. Radiography showed no evidence of stent fractures. Radiography indicated a cut in the outflow crown. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reason for the implantation of this device within the pulmonary conduit is unknown. Pannus and calcification are known adverse effects and are generally related to patient conditions. Based on the reported information, both devices were explanted due to patient outgrowth. (B)(4).

Manufacturer narrative:
The device has been returned and analysis is in progress. A supplemental report will be filed at the completion of medtronic analysis and investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.